Event description:
The manufacturer received information alleging a trilogy ventilator was returned for service with damage. There was no harm or injury reported. During the evaluation, it was noted that the alternating current (ac) power plug was damaged/broken. The ac connector cable kit will need replaced due to physical damage/cracked internal plastic screw mount. However, no repairs were completed because the device was not needed for inventor and was scrapped.